Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
During g3 surgery, the surgeon drilled distal screw hole of nail. In order to measure the length of screw, when the depth gauge was inserted in screw hole, the tip of depth gauge was come off. Therefore the surgeon measured the length of screw at the inserted drill.